Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the maintenance area. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
A hill-rom technician found the brakes not holding due to a bad steer caster and caster supports. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the steer caster and all 4 caster supports to resolve the issue. Based on this information, no further action is required.